Manufacturer narrative:
The device was returned for analysis. The reported stent dislodgement was confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A cine was received and reviewed by an abbott vascular clinical specialist. The cine provided showed a fully occluded rca with extensive collateralization. Three stents were successfully deployed (a full metal jacket) but there was no evidence that a 2.25x28 mm stent dislodged proximally. The images provided did not support this complaint. Follow up was performed to ensure the correct cine was returned for analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to filing the initial MDR, additional information was received: the resistance noted during advancement was with the anatomy. The dislodged stent was retrieved with the delivery catheter as a single unit. A new unspecified stent was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The location of the reported device was not provided; however, when information is received the investigation will be completed. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a non-calcified, non-tortuous right coronary artery. The 2.25x28mm xience xpedition stent delivery system met resistance during advancement and the stent dislodged proximally. There were no adverse patient effects reported and no clinically significant delay in the procedure. No additional information was provided.